Manufacturer narrative:
Hw11460 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. The reported event could not be confirmed as the repair was conducted by personnel at the site, therefore no photographs and service report form were provided. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the driveline sheath damage may be attributed to factors such as normal wear over time, improper handling. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received from the clinical database that the patient's driveline cable showed signs of wear and tear with outer sheath separation. The site  subsequently applied rescue tape, silicone self-adhesive tape, to cover the tear, nick, or separation. The event was reported to have resolved on (B)(6) 2015.  No patient complications have been reported as a result of this event. The primary investigator deemed the event as related to the device and unrelated to patient condition or implant procedure. No further information has been provided.